Event description:
It was reported that the patient's blood glucose (bg) levels reached 327 mg/dl while wearing the pod. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site. This pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.